Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2021. H.6. Investigation: customer returned (1) used bd safeclip device from lot# 7222543. The customer reported that this particular bd safe-clip requires force to open and does not spring up, opening the cutter lever. The returned sample was examined, and it was observed that a piece of the safeclip that functioned as a part of the hinge mechanism was broken off. The device was able to spring open from a closed position, however, the damage to the device causes a misalignment of the aperture which would result in difficulties when operating the device. Since this device was returned after use, and given that the user explained that force was used to open the device, the probable cause of the broken hinge component can be traced to the user. According with the DHR review information, the problem ¿difficult/unable to operate¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1). The root cause for this issue is user related. The hinge component was broken by the user when handling the safeclip device.

Event description:
It was reported that 1 bd needle clipping device safe clip was not opening or jammed. The following information was provided by the initial reporter : the consumer reported that the bd safe-clip does not spring open when the latch is released.

Manufacturer narrative:
The original manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : there is no expiration date for this product. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd needle clipping device safe clip was not opening or jammed. The following information was provided by the initial reporter: the consumer reported that the bd safe-clip does not spring open when the latch is released.